Event description:
Covidien received a report of a n-395 with no audio. The no audio problem was found during preventive maintenance by the customer, and no patient involvement was reported. Customer isolated the problem to the speaker, and ordered a replacement speaker.

Manufacturer narrative:
The customer had thrown away the reported speaker, therefore, no product is returning to covidien for evaluation.